Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes inadequate bone tunnel preparation, which can lead to uneven passage; improper tensioning of the suture during deployment; incorrect alignment of the button prior to insertion; and premature pulling of the suture before the button is fully positioned. Directions for use dfu-0147-eor3_fmt_en. Tightrope® devices g. Precautions 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. 3. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. Since the complaint device was not returned and no evidence of the failure was provided, neither a physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 4/11/2025, a sales representative reported via phone that an ar-8925t syndesmosis tightrope xp, titanium, had an issue during a syndesmosis repair procedure on (B)(6) 2025. When the surgeon used the device, the sutures ripped inside the patient, not allowing him to cinch the device adequately. The sutures and two buttons were removed from the patient. Nothing else broke inside the patient, only the sutures, and there was no harm. Another ar-8925t syndesmosis tightrope xp, titanium, with a different unknown lot number, was used to complete the procedure successfully. The complaint device was discarded, and no pictures were taken. The was a slight case delay of 10 minutes, and no additional anesthesia was administered. This occurred during use with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.